Event description:
It was reported that a pump alarmed for a system error 322. No pt injury has been reported.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The evaluation was able to confirm and reproduce the system error 322. Further evaluation determined the upper and lower aux assemblies to be failing. As a result the upper and lower aux assemblies have been replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.